Manufacturer narrative:
H6 component code, type of investigation, investigation findings, and investigation conclusions codes have been updated to reflect investigation closure. Investigation summary 5.5 pump, sn: (B)(6) was returned. Unable to deliver or advance (delivery issue): the cause of the deliver issue was determined to be patient condition as the patient had small and deep axillary artery preventing successful delivery of impella. Device history review device (sn: (B)(6)) passed all post sterile inspection checks.

Manufacturer narrative:
This follow up report is being submitted to report information for device return and the device evaluation. D9 updated for product return. H6 type of investigation updated to include testing of actual device. Investigation summary: 5.5 pump, sn: (B)(6) was returned. Unable to deliver or advance (delivery issue): cannula kink was observed on the returned product. The cause of the deliver issue was determined to be patient condition as the patient had small and deep axillary artery preventing successful delivery of impella.

Event description:
The complainant reported a patient with cardiomyopathy was implanted with an impella 5.5 pump for mechanical circulatory support. It was reported that the patient presented to the hospital with worsening heart failure. An intra-aortic balloon pump was placed via axillary artery during a left ventricular assist (lvad) work up, however the following days the patient¿s hemodynamics worsened. The patient¿s ejection fraction was calculated to be 10% with a decreased mixed venous oxygen level of 47%, therefore the decision was made to escalate the patient to an impella 5.5 device. During implantation of the impella 5.5, it was reported that the impella was unable to advance past the axillary graft. The pump was removed to un-tunnel the graft, and it was noted that the pump had a white clot-like substance on the outlet. The pump was replaced and the second impella 5.5 was inserted via axillary artery and support was started with no issues, however within the first 7 hours of support the pump abruptly stopped functioning twice. Each time, the pump was able to be restarted following the high motor current alarm with pump stop, however the p level would not go above p1 or p2 before stopping again. Additionally, it was reported that the patient experienced hematuria. A decision was made to remove and replace the pump. The patient was brought back to the operating room for an impella 5.5 replacement. Upon removal of the second pump, a clot was observed on the inlet of the pump. Additionally, the axillary artery 8mm hemashield graft was found to have clots within it. The physician suspected the reason of the clots was due to suspected heparin induced thrombocytopenia of the patient. The graft was removed and replaced with a new 10 mm hemashield platinum graft which was anastomosed to artery. The new third impella 5.5 was implanted without issue, and the patient was released back to the intensive care unit (ICU). Upon returning to the ICU, the patient was noted to have a facial droop and left side weakness. The patient was taken for an emergency computed tomography scan where a clot was found, and the patient was taken for an emergent thrombectomy. The following day the patient was noted to have no deficits from the thrombotic event. Additionally, it was noted that the impella 5.5 was not well placed, and the surgeon was notified that the impella would need to be repositioned. The following day, the impella positioned was discussed. It was recommended to the surgeon to reposition the impella as the inlet was facing the mitral valve, and the pump was slightly deep at 6.4 cm. Although the concern that the malposition could contribute to ectopy, the physician declined to reposition stating that the ventricle was large and was satisfied with the pump position. Two days later, the pump was repositioned and pulled back to 5.1 cm and the power level was able to be increased from p-7 to p-8. The patient was placed on a two-week hold for additional surgery due to the stroke. The following day, it was reported that there were several impella in aorta and impella position unknown alarms which occurred during the previous night. Echocardiography was performed to verify impella position, and impella position was confirmed to be well placed. On the seventh day of impella support, it was reported that the automated impella controller (aic) experienced an unexpected shut down. No alarms had been observed, and the medical team replaced the aic to resolve the issue. On the fourteenth day of support, it was reported that there were ongoing false placement signal alarms, and the medical team disabled the alarm. The following day it was reported that the patient was experiencing gastrointestinal bleeding. Anticoagulation was withheld due to the ongoing bleeding and low hemoglobin. A unit of packed red blood cells were transfused as result of blood loss. On the eighteenth day of support, it was reported that there were placement signal and suction alarms. It was noted that there were no signs or symptoms of hemolysis due to the suction alarms, and that the patient¿s plasma free hemoglobin was <30 with adequate yellow urine output. On the twenty-fifth day of support, it was reported that the impella pump was repositioned due to the patient experiencing several runs of ventricular tachycardia. The patient remains on impella 5.5 support, with a plan for surgery for a durable lvad in the next week. This complaint involves four impella devices: pump 1: impella 5.5 with serial number: (b)6). Pump 2: impella 5.5 with serial number: (B)(6). Pump 3: impella 5.5 with serial number: (B)(6). Automated impella controller with serial number: (B)(6). This report specifically addresses pump 1: impella 5.5, with serial number: (B)(6). Separate reports will be submitted for the other devices associated with this complaint.

Manufacturer narrative:
A4 and a6 are unknown. The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed.